Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. Due to a challenging anatomy, the left ventricular lead was inserted and removed from the body multiple times. Upon the 4th insertion, lead tracking over the guidewire became more difficult. The lead was not used and replaced. The patient was stable before, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.